Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had drawers offline. The customer reported that the entire station was down with no access to medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A field service engineer observed that the station was communicating, but the drawers were not registering. All the lights were communicating normally. The field service engineer replaced the comm sled again as it was damaged due to a broken ethernet port and replaced the port to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had drawers offline. The customer reported that the entire station was down with no access to medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufacturer details were kept blank since the given asset information was found to be generic medbank.